Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to blood glucose. Reportedly, the supplies were changed to address the event. Multiple attempts were made by tandem¿s technical support to obtain blood glucose level; however, no additional information was provided.